Event description:
It was reported that the patient presented for a follow-up in clinic with pocket infection and the skin over the device pocket was swollen. The physician explanted the entire system- implantable cardioverter defibrillator (ICD), right ventricle lead, right atrial lead and left ventricle lead to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.